Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed several loss of prime warnings associated with zero force.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.